Event description:
During removal, catheter fractured, and rn (registered nurse) held pressure distally to prevent catheter from migrating down radial artery. Vascular surgeon removed remaining piece of catheter. Manufacturer response for radial artery catheterization set, teleflex (per site reporter), unknown.